Manufacturer narrative:
(B)(4) device not returned to the manufacturer.

Event description:
Per the patient's audiologist, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2016.